Manufacturer narrative:
The investigation determined that non-reproducible and higher than expected vitros troponin I es (tropi es) results were obtained from two different patient samples and from a known troponin I free sample processed using vitros troponin I es reagent on a vitros 5600 integrated system. A vitros 5600 integrated system instrument related event was a likely contributing factor to the cause of the higher than expected vitros tropi es results. Vitros tropi es precision testing results were not within the acceptable guidelines, and the microwell incubator cleaning was not being performed as recommended according to e-connectivity data. Service was requested, but there wasn¿t any further feedback from the ortho lab specialist that went on site. However, a review of e-connectivity shows that the microwell incubator cover was opened several times and all lift pins were exercised on (B)(6) 2018 indicating that maintenance likely took place at that time. Furthermore, a second within run precision test was completed on (B)(6) 2018 with all results at <0.012 ng/ml, indicating the instrument was performing as expected post service. Based on historical and current quality control results and the fact that two different reagent lots were involved, a vitros tropi es lot performance issue is not a likely contributor to the event. In addition, continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros tropi es lots 2980 or 3051. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lots 2980 and 3051 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue cannot be entirely ruled out. Additionally, pre-analytical sample processing could not be ruled out as a contributing factor. The customer is not following the sample collection device manufacturer¿s recommended centrifugation protocol. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed.

Event description:
A customer reported higher than expected vitros troponin I es (tropi es) results from two different patient samples processed using two different lots of vitros troponin I es reagent in combination with a vitros 5600 integrated system. Another higher than expected vitros tropi es result was obtained during the performance of within run precision testing using a known troponin I free sample on the same instrument. Vitros troponin I es reagent lot 2980: patient 1 = result of 10.5 ng/ml versus the expected result of 0.023 ng/ml. Vitros troponin I es reagent lot 3051: patient 2 = result of 1.66 ng/ml versus the expected result of <0.012 ng/ml. Vitros troponin I es reagent lot 3051: precision test result of 0.167 ng/ml versus the expected result of <0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected vitros tropi es results were not reported from the laboratory. There were no allegations of patient harm as a result of these events. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).